Event description:
The user was having acute adema in her right knee the last few weeks. She had an x-ray that showed possible right tibia insufficiency fracture but they are recommending an MRI to confirm.